Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 04-mar-2019 and installed at the customer's site on (B)(6) 2019. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A lumenis service engineer visited the site five (5) days after the reported event and examined the laser system. The engineer verified that system was correctly tapped for 200v on ac control board after measuring 198v at 30a outlet. Tested system in both service mode at 1.3hz and 35j and user mode at 1.0j and 20hz and power output was accurate without any errors. Observed that brick 3 third relay mirror was pitted. The engineer will return to replace the mirror as well as the simmer/start board. A review of system risk files ((B)(4)) revealed risk #2.3.2; insufficient energy failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Investigation is still ongoing, and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during the pre-check for a stone procedure in which a lumenis pulse 100 was being utilized, the system displayed shutter failure error. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.